Event description:
Information received by medtronic the user reported the sensor reading is way off than the actual blood glucose reading. The customer¿s blood glucose was 187.00 mg/dl and sensor glucose was 250.00 mg/dl at the time of the event, the document difference between sg and bg is 63.00 the difference is not in the target range. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.